Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found the reported phenomenon and the screw was taken out from the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc concluded that the reported phenomenon was attributed to the vibration and/or strong impact being applied during transportation by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing the abnormal sound was generated from inside the subject device. During the incoming inspection for repair at the service department of olympus (B)(4), it was found that the screw had dropped into the power supply unit. There was no report of patient injury associated with the event.